Manufacturer narrative:
Section b5: additional information section h8: corrected information manufacturer's investigation conclusion: the reported event of no external power events was confirmed via analysis of the submitted log file. The submitted log file contained approximately 6 days of data (B)(6) 2019 ¿ (B)(6) 2019, per the time stamp). On (B)(6) 2019 at 09:34, the log file has captured a low battery hazard as well as a no external power alarms as the rsoc voltage levels of both power cables fell below the expected ~14.2v down to 0v; the alarms cleared when the patient switched to 14v batteries. On (B)(6) 2019 at 10:33, the rsoc voltage levels of both power cables fluctuated from the expected ~12.6v down to ~3.2v activating power cable disconnect, low battery hazard, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power; the alarms cleared when the ac power was restored. Pump support was not affected during these events as the system was supported by the backup battery. Despite these findings, there were no other notable alarms or events active in the log file including pump stops events. The mobile power unit was not returned to abbott for analysis nor the serial number was reported; the device remained in use. The provided information indicated that an email was received from the vad coordinator stated that the no external power events were both user errors due to the patient disconnecting power sources inappropriately. No equipment was exchanged, and the patient was instructed to take care when making power connections. The vad coordinator also stated that the mpu¿s serial number is not available at this time as the patient is using a family member¿s mpu and has been advised multiple times not to use it. Therefore, analysis of the submitted log file and the provided information indicated that the root for the no external power alarms was due to the patient disconnecting power sources inappropriately. Section 3 ¿powering the system¿ of the heartmate ii lvas patient handbook with mpu (doc: 108093) explains how to use the mobile power unit. Connecting the power cord is also described in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had two pump stoppages due to patient disconnecting power sources inappropriately. Patient says one occurred when he double disconnected when untangling cords. Second one occurred when he unplugged his power module from the wall. He states he is not using a mpu power module. During the analysis of the log file, 2 no external powers were observed. One was due to a double power cable disconnect while changing over power from the power module to batteries , the other was while attached to an mpu. The patient was reported to be asymptomatic and stable. No equipment was exchanged, no change in plan of care. Reinforced need to take care making power connections. No further information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a "no external power" event due to the mobile power unit (mpu) power module being unplugged from the wall. This may be due to the power cord coming loose from the mpu connection, the wall outlet or the house losing power. There was no interruption to lvad function or any recorded pump stops, due to this event. No further information was provided.